Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) provided troubleshooting including suggesting device replacement due to possible storage mode. It was noted that this patient has been lost to follow-up for past two years. Replacement procedure has been scheduled. No adverse patient effects were reported. Currently, this pacemaker remains in service.